Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly. Customer's blood glucose (bg) level was 190 mg/dl at time of event. Additionally, it was reported that the customer experienced low bg levels in the past of 39 mg/dl and 52 mg/dl; cause was due to delivering a meal bolus and not eating/drinking for the amount delivered. Customer addressed bg level by ingesting food and coffee. Reportedly, the customer continued to use the pump for insulin therapy.